Event description:
It was reported that a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The physician subsequently surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode, and device memory analysis identified a memory inconsistency. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. It is likely the memory inconsistency was due to the battery voltage being too low. Laboratory analysis confirmed this device appropriately reverted to safety mode due to the identified memory inconsistency. Because the device operated normally in the laboratory setting, the root cause was unable to be determined. This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The physician subsequently surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.